Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited accuracy issues during testing. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the device in good condition; tamper seals were missing. There was no evidence of the error recorded in the event history log. The customer reported problem was verified.?running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor replaced as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 07-sep-2022 for accuracy issues. It appears the trimmed expulsor did not resolve the issue, so replacing the expulsor with this repair. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).